Manufacturer narrative:
Possible root causes of suspected false positive results discovered through amazon reviews are followings: 1. Complainant might misinterpret test results. 2. Complainant might not follow the instructions for use (IFU) a. Inadequate sample collection (excess blood or mucus on swab). B. Interpreting result after 15 minutes. C. Not performing test immediately after opening the test device in the pouch. D. Potential contact with foreign substances and household cleaning products during sample collection and testing. E. Operating test outside of storage conditions. 3. Complainant might not perform the test in accordance with its intended use. A. Inadequate serial testing for aymptomatic patient. 4. 2% of false positive results are expected based on performance characteristics claimed for this test (98% npa). 5 it's unclear how the complainant verified false positive results. In order to identify the true root cause of this allegation, access bio needs to further communicate with the complainant to rule out above potential root causes. In the absence of the personal information and inability to communicate with the complainant, it would be difficult to rule out potential root causes identified above.

Event description:
Test gives false positives. I used this test 4 times and all 4 times it gave me a false positive.